Event description:
It was reported that during a procedure to upgrade the patient's implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) it was observed that the ICD displayed a code 1003, which states that the voltage is too low for projected remaining capacity. The ICD was noted to have approximately 1.5 years of battery life remaining. The ICD was replaced without complication. It was not stated whether the device would be returned.